Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as 2134265-2016-04965. It was reported that thrombus occurred. The target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A rotawire and a 1.75mm rotalink¿ plus were used to advance and treat the target lesion. When the rotawire was delivered, an attempt was made to deliver the burr into the non bsc guiding catheter but significant resistance was encountered. Then ablation was performed in left main trunk as a platform, but significant resistance was encountered. The burr and the wire were removed together from the patient, after angiography showed no abnormality, and a lot of thrombus adhered to distal of the wire, and the wire was also found be stretched in the direction of the long axis. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The device was loaded in the rotablator and it could be removed. The guidewire was inspected and it was found with the body kinked in the middle of the device in several sections, the distal end section was found broken at 328.6 from the proximal section and the spring tip unraveled. The other section of the wire broken was returned attached in the ballweld in the spring tip end. Overall length and outer diameter of spring tip couldn't be measured due to the device condition. All other outer diameter were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as 2134265-2016-04965. It was reported that thrombus occurred. The target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A rotawire and a 1.75mm rotalink¿ plus were used to advance and treat the target lesion. When the rotawire was delivered, an attempt was made to deliver the burr into the non bsc guiding catheter but significant resistance was encountered. Then ablation was performed in left main trunk as a platform, but significant resistance was encountered. The burr and the wire were removed together from the patient, after angiography showed no abnormality, and a lot of thrombus adhered to distal of the wire, and the wire was also found be stretched in the direction of the long axis. No patient complications were reported and the patient's condition was good.